Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced high impedance on their lead. X-rays were taken and did not show any damage. Surgical intervention was taken to explant and replace the lead.